Event description:
It was reported that an alert was received in the remote home monitoring system that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episode noted that the device exhibited farfield r-wave oversensing on the right atrial (ra) channel during a ventricular arrhythmia, which, resulted in the atrial tachy discriminator labelling atrial fibrillation (af) as true. There was no resulting delay to therapy. Further review was recommended to the physician/clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.